Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. (B)(4) complaints was received during this report period that was not returned for evaluation. The device was labeled for single use and was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction event which is associated with the nonconformance to device specifications and minimum packaging requirements as the device may not be operating and functioning as intended. No patient information was confirmed.